Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: v635903, implanted: (B)(6) 2011, product type: lead, product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension, product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2016, explanted: 2020-01-21, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-sep-2013, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 03-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in today for a routine eri ins change. Upon pre-operative impedance check noticed bipolar pair of 9 and 10 only said ¿short.¿ no numerical values were shown. Patient¿s family and surgeon were informed. The ins changed for an eri and impedance tests were done post-operative and showed the same issue still there. The patient wasn¿t programmed on that bipolar setting on the right lead. There were no actions needed as they used the patient programmer to get around the issue. The patient would follow up with nl and their doctor. The patient was doing well therapeutically according to the family. The patient recently had a big fall and may have hit their head about 4 months ago per the patient¿s wife. The issue was resolved at the time of the report.